Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during pumping. In addition, the customer stated the battery gauge was observed to be jumping. The customer's blood glucose level was 480 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.